Manufacturer narrative:
Batch review performed on 05 june 2018. Lot 166724: (B)(4) items manufactured and released on 28 february 2017. Expiration date: 2022-02-14 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: liner: cc e cc light flat pe hc liner ø 28 / c reference (B)(4) (k103352) lot 168647: (B)(4) items manufactured and released on 14 march 2017. Expiration date: 2022-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on (B)(6) 2018 partial hip revision surgery (cup, head and liner) occurred 10 months after primary cementless total hip arthroplasty. The patient was complaining about instability. Radiographic images provided show suboptimal acetabular shell anteversion. The reason of this position may be due to patient anatomy or other factors that cannot be assessed on the basis of available information.

Event description:
The patient came in due to feeling unstable 10 months after primary surgery. The surgeon determined the cup was too anteverted. The surgeon revised the cup, liner and screw. The surgeon reamed to a 52mm. The surgery was completed successfully.